Event description:
The customer reported there was no image from the subject device. The device was sent to an olympus service center for evaluation. During inspection and testing, error code b30 (scope communication error) occurred. This report is being submitted for the malfunction found during evaluation (error code b30). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, error code b30 occurred. In addition, angulation was insufficient due to elongation of the angle wires, there was a scratch on switch 1 due to handling, the scope connector leaked, the scope connector vent was corroded due to fluid invasion from the connector, and the scope identification was not stored. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the cause of the b30 error likely occurred from a defect of the image sensor unit, failure of the internal board from the video connector or the system caused the event. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.